Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that any mechanical device such as generators, transformer, medical machinery has always caused my device to increase strength of stimulation . No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient knew their stimulation went up when they were around generators. No further complications were reported. No additional patient symptoms were reported.